Manufacturer narrative:
(B)(4) for the reported event of basket too small compared to actual product label. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rx lithotripter compatible basket was used in during a biliary extraction procedure performed on (B)(6) 2013 according to the complainant, during the procedure when they attempted to extract the gallstone they noted that the basket was smaller in size than what the label stated, when it was fully opened. They removed the device and measured it outside the patient and saw the size was smaller (15 mm to 20 mm) compared to package labeling of 25 mm. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.

Manufacturer narrative:
A visual examination found the basket to be fully retracted. The tip was intact and the side car-rx presented pushback of approximately 1.5 mm. A functional evaluation was performed by easily extending and retracting the basket. The basket wires were evenly spaced and un-deformed. The basket opened fully and the width was measured to be approximately 2.0 cm, within specification. A second functional evaluation was performed by inserting the device through a scope and then extending the basket. The basket opened fully and the width was measured to be approximately 2.0 cm, within specification. The trapezoid label attached to the package did not present incorrect or inadequate contents. The label attached to the DHR for this product was confirmed to depict a 2.5 cm wide basket. The investigation concluded that the device measurements and functional evaluations met specifications. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. Based on these results, this is no longer a reportable event. Additionally, user technique, tortuous patient anatomy and other procedural factors could possibly cause the basket to not fully open while in use. The complaint was not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. No failure detected; the alleged failure could not be duplicated, however, the side car-rx presented pushback of approximately 1.5 mm.

Event description:
It was reported to boston scientific corporation that a rx lithotripter compatible basket was used in during a biliary extraction procedure performed on (B)(6) 2013. According to the complainant, during the procedure when they attempted to extract the gallstone they noted that the basket was smaller in size than what the label stated, when it was fully opened. They removed the device and measured it outside the patient and saw the size was smaller (15mm to 20mm) compared to package labeling of 25mm. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.